Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the "device was done wrong" and they had a staph infection 5-6yrs ago. Patient services documenting information provided during call.